Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 454 mg/dl. Customer had symptoms such as... Customer was hospitalized for high readings. Customer was treated at the hospital. Troubleshooting was performed and it was found that the reservoir alarmed no delivery. The customer was assisted with 5.0 unit fixed prime and insulin exited. The reservoir was returned for analysis.